Manufacturer narrative:
Internal complaint reference (B)(4). H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is missing the tip. The suture knot is tightened down. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event and fracture include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair, the t1 of a fast-fix flex could not be triggered. The procedure was completed without a surgical delay using an equivalent sn back-up device. No further complications were reported.